Event description:
It was reported that, "dr placed the calcar planner down on the rejuvenate broach and the planner did not spin freely. It ended up torquing the patient's femur."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available then it will be submitted in a supplemental report.